Manufacturer narrative:
The returned valve prosthesis was received in general good conditions; traces of blood were visible both on the inflow and outflow side. Further testing methods will be reported in the follow up report.

Event description:
The manufacturer was notified that a perceval 23 mm was implanted on (B)(6) 2018. Trace central jet and paravalvular leak were identified intraoperatively. It was reported that prior to implant the surgeon was in between valve sizes. The perceval was explanted and replaced by a magna ease, size 23. The cross-clamp time was increased by 30 minutes.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1209 , s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. Visual inspection of the returned prosthesis confirmed the absence of manufacturing deficits. A simulation of valve collapsing and deployment was performed with the returned device. It was not possible to replicate the reported issue with the performed simulation. Hydrodynamic testing was also conducted on the returned prosthesis and confirmed that the device exhibited normal leaflet kinematics. No anomalies were observed during the open/close phases, and no coaptation issues were identified. Based on the performed analysis, the reported event cannot be explained by any factor intrinsic to the involved device. From the event information provided, it is reasonable to conclude that mis-sizing may have contribute to the reported event; however, it was not possible to confirm this based on the size of the replacement device.

Manufacturer narrative:
The conclusion code is being corrected from "use error" to "unable to confirm complaint". Because the mis-sizing of the device was unconfirmed when compared to the size of the replacement device, the root cause of the event remains unknown. However, from the device analysis performed, no device deficits were identified and the event is believed to be not valve related.